Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for evaluation. The probable cause of this complaint could not be determined based upon the information provided and without a sample. No further actions will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the intensive care unit. During insertion of a 5fr peel-away sheath, the tab broke off. As a result, they opened (B)(4) which was placed successfully. There was no delay in treatment and no patient death or complications reported.